Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a wound at the implant site. Surgical intervention was undertaken wherein the wound was revised. The patient is reported to be healing.

Event description:
It was reported that the patient experienced a wound dehiscence at the implant site. Surgical intervention was undertaken wherein the wound was revised. The patient is reported to be healing.

Manufacturer narrative:
H6 correction: health effect - clinical code should also include 2378 - impaired healing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.